Event description:
The following was reported: it was reported that during a robotic laparoscopic gastric bypass procedure, the following error appeared on the screen danger: frozen endoscope image. Check the endoscopic system. If the issue persists, retrieve the instruments and stop the system use. The storz video feed initially lagged and froze, then turned completely green. The team restarted the storz system, and the surgery was able to continue. There was a 2-3 minute delay due to this issue. There was no patient injury. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, " frozen endoscope image ", could be confirmed. During the technical inspection of the tipcam, a faulty connection cable (cut) was identified as the cause of the fault. The damage found on the electrical connection cable is not attributable to a manufacturing or production fault. At the time of the technical inspection, the total operating hours recorded stood at 246.33 hours. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).